Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 48.00 mm from the distal tip. The main tube is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. Components adjacent to this broken main tube do not show damage. Additionally, he instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The conductor wire was broken at the proximal clevis. The wire was broken due to the dislodged proximal clevis and broken main tube. The complaint regarding the instrument tip edge was stuck and not in alignment was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument tip was stuck and not aligned with the rest of the instrument. The procedure was completed with no reported injury.